Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). The medical facility in (B)(6) involved in this report is listed. The contact details for the cook facility in (B)(4) are: (B)(4). Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the reporter was unable to specify if the balloon was lubricated prior to advancement through the accessory channel of the endoscope. The reporter was unable to specify if negative pressure was applied to the balloon device prior to advancement through the accessory channel of the endoscope. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon material pinhole can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a leak test to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassesses the risk assessment results as post market feedback continues to become available.

Event description:
The following info was provided by the user to the cook rep in (B)(4): during an esophageal dilation procedure, the dilation balloon lost pressure and a small leak was discovered at the proximal end of the balloon. A section of the device did not remain inside the pt's body. Other than an add'l balloon used, the pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.